Manufacturer narrative:
The patient is a female, (B)(6). She was being evaluated for left lower abdomen pain and vomiting.

Event description:
The customer contacted beckman coulter inc (bec) in regards to an erroneous positive result for bhcg result on one patients' sample generated by the unicel dxc600i synchron access clinical system. The erroneous result was not reported out of the laboratory. The customer's protocol states to repeat all bhcg samples between 5.00-200.00 miu/ml prior to reporting the results. The sample was aliquoted and re-spun it was repeated in duplicate on the same unit and negative results were obtained. The customer is not reporting patient injury requiring medical intervention or change to patient treatment attributed or connected with this event. The sample was collected in a greiner lithium heparin tube. The customer noted that the tube was approximately half full. The sample was spun at 3000g for 15minutes. Per customer's qc charts, three levels of qc are run at least once every 24 hours. Qc was recovering +/- 2 sd from the customer's established mean prior to and on the date of event. A system check report dated (B)(6) 2011 shows all portions resulting within published specifications. Service was not dispatched for this event. Although pre-analytical variables may have contributed to this event, no definitive root cause could be determined with the data supplied.

Manufacturer narrative:
Service was not dispatched.